Event description:
It was reported that the patient experienced discomfort. The implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to the patient not taking their sotalol medication. This caused the ICD to deliver inappropriate therapy for supraventricular tachycardia (svt). Programming changes were discussed, no intervention was performed. The physician elected to restart the patient on sotalol. The patient condition was stable.